Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
It was reported by plaintiff's attorney that the plaintiff was implanted with an elevate anterior on or about (B)(6) 2011 with the intention of treating the plaintiff for pelvic organ prolapse. It was alleged, the plaintiff "suffered serious bodily injuries, including, but not limited to, extreme pain, erosion of her internal bodily tissue, additional surgeries, continual bladder and urethra infections, complex fluid collection, and other injuries." Plaintiff has "experienced significant mental and physical pain and suffering", "mesh erosion, hardening, chronic pain and worsening dyspareunia, recurrent incontinence," "and has sustained permanent injury" and other damages. It was additionally alleged on or about (B)(6) 2011, plaintiff began to experience extreme pressure and discomfort. As a result, the plaintiff was "subjected to two additional surgeries."